Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). An intervention was performed in the presence of the biomedical staff and doctor. The fse used the laser, and everything was functioning perfectly. The fse stated that the issue could be due to the fiber not being sterilized or cut properly. A functional test and electrical test were performed. The laser was operating according to boston scientific's specifications. A device history record review (DHR) indicated, this auriga xl 4007 was installed on 6/20/2023. The system was last serviced on 3/17/2025. The auriga xl 4007 was fully functional with no issues from that time until the reported event date of 10/22/2025. The fse could not duplicate or replicate the reported device malfunction during the on-site analysis. The fse performed functional test and did not find other fault conditions during testing. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on the information available, the conclusion code "device problem excluded" has been assigned as the most probable cause.

Event description:
It was reported that during procedure, the user perceived a wrong status as stone is not breaking. It was noted that an error code indicated, "user perceives normal system operation as a problem". The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome, despite good faith efforts.

Event description:
It was reported that during procedure, the user perceived a wrong status as stone is not breaking. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome, despite good faith efforts.